Manufacturer narrative:
Pump received with cracked lcd display window corners noted. The test reservoir was able to lock in place. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. No unexpected low battery alarm were noted. Pump passed rewind test.

Event description:
Information indicated by medtronic that the insulin pump was louder during rewind. Customer stated that the screen was cracked on the upper right corner of the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.